Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-13- user did not press buttons hard enough to engage. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to contact the customer via telephone at call backs on (B)(6) 2017. Product notification letter was sent to customer to contact customer care. Customer test strips are expired ( 3/24/2017).

Event description:
Consumer reported complaint of meter not turning off. Customer stated the meter does not turn off, the screen is flashing and the meter is beeping. The customer's expected fasting blood glucose test result range is 110 - 125 mg/dl. During the call on (B)(6) 2017, the customer stated he felt that his blood sugar was low. Customer did not provide any specific symptoms, just that he was not feeling well due to not having breakfast. Customer denied the need for medical attention at the time of the call and stated he would have breakfast. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/24/2017 and open vial date was undisclosed. Customer's test strips are expired at the time of the call. The meter memory was not reviewed for previous test result history.